Event description:
It was reported that when the doctor used the driver to tighten the endcap, the tip of the driver broke off. It was also reported that this event did not result in any adverse consequences for the patient.